Manufacturer narrative:
The asp ultimately replaced the pm pcba for repair, after which the issue was resolved. After corrective maintenance, the device was operational and complied with the manufacturer's specifications. The necessary verifications were carried out to certify the restoration to the operating conditions prior to the failure. Based on the v60 service manual, the replacement pm pcba should resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that a 1124 "battery failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device, found that a 1124 "battery failed" alarm error was logged in the event log, and discovered that the power management (pm) printed circuit board assembly (pcba) needed to be replaced for repair. A quote consisting of the replacement pm pcba was sent to the customer for approval. Resolution and disposition:

Manufacturer narrative:
(B)(6).